Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they fell off a sidewalk last year and thinks one of their leads came off. They had their device checked by their healthcare provider (hcp) on (B)(6) 2018 who said there was an indication that the lead was broken, but they added a new program. Now, they are having trouble leaking and they can't feel stimulation which has been for the past month. They increased to 7.7v, but they are still having issues. During the call, they had access to patient programmer (pp) and synched to their ins which showed stimulation was on. They have the ability to change programs and/or adjust stimulation so amplitude was increased. The patient then increased to 8.5v where they thought they felt stimulation slightly. The patient indicated they were on program 3 so the call center directed them to monitor. It was further reviewed that they may need to try another program if the new setting doesn't help. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. It was lastly reviewed to follow up with the hcp if the problem does not resolve. No further patient complications have been reported as a result of this event.